Event description:
Dealer stated, "received new chair and there is a problem with the elevating support tube on the leg rests. Where the slot is, in the bottom portion of that section, it is only on the front, it doesn't come around to the side of the tube. She said because of that, the tube won't compress when bolted to hold the pivot slide tube in place." No alleged injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. However, a quote for the RMA has been provided (B)(4). Model solara3g, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. This is an out-of-box failure. The dealer called stating that they received a new solara3g manual wheelchair and the slot in the bottom portion of the elevating leg rest (elr) support tube is only on the front, it doesn't come around to the side of the tube. Due to this, the tube won't compress when bolted to hold the pivot slide tube in place. No injury alleged. The defective product is to be returned to invacare for an inspection / evaluation.